Manufacturer narrative:
H6 was updated.

Event description:
Reportedly, during fallback mode switch episodes, the device stayed in ddi mode and no reassociation of the atrium and the ventricle was noticed. Preliminary analysis did not reveal any anomaly on the subject device.

Event description:
Reportedly, during fallback mode switch episodes, the device stayed in ddi mode and no reassociation of the atrium and the ventricle was noticed. Preliminary analysis did not reveal any anomaly on the subject device.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the unites states.

Event description:
Reportedly, during fallback mode switch episodes, the device stayed in ddi mode and no reassociation of the atrium and the ventricle was noticed. Preliminary analysis did not reveal any anomaly on the subject device.